Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17942003/17718375.

Event description:
It was reported that the patient underwent an explanted procedure due to impaired wound healing. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.